Event description:
It was reported there was telemetry failure. The programmer and radiofrequency (rf) head were returned for repair and calibration. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device failed telemetry testing due to the cable being out of electrical specification. (B)(4).